Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high threshold measurements presented. The impedance had dropped, and a micro dislodgement and micro perforation were suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected information: b5. Describe event or problem. H6. Impact codes and device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high threshold measurements presented. The impedance had dropped, and a micro dislodgement and micro perforation were suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was experiencing chest pain. After checkup, the right ventricular (rv) lead was explanted and replaced due to high threshold measurements presented. The impedance had dropped, and a micro dislodgement and micro perforation were suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected information: b5. Describe event or problem. H6. Impact codes and device codes.

Event description:
It was reported that this patient was experiencing chest pain. After checkup, the right ventricular (rv) lead was explanted and replaced due to high threshold measurements presented. The impedance had dropped, and a micro dislodgement and micro perforation were suspected. No additional adverse patient effects were reported.